Manufacturer narrative:
.

Event description:
It was reported that the patient experienced lack of good pain relief, "some withdrawal symptoms" and had required oral medication. During the trial prior to implant, "my side went numb, but there wasn't much pain relief". The hcp indicated that "it would work anyway". At refill, more volume than expected was noted: the hcp expected the reservoir to be empty; the actual reservoir volume was 10 ml. Per the reporter, the patient has a patient therapy manager. The low reservoir alarm should have sounded on 9/19/08, but it has not been heard. The refill appointment was 2008. Additional information has been requested from the hcp, but was not available as of the date of this report.